Event description:
Home care services transferred call on (B)(6) 2012, from home patient's (hp) registered nurse (rn) to product surveillance to report a separation between the heater bag and cassette. The rn said the hp had reported that this occurred twice, last month as well. The cycler was beeping during the night, during dwell, the hp would started it back up and beeping stopped. On drain three, hours later, beeping again, and noticed that the heater bag came loose from the cassette. The rn said the hp would just connect them back again, therapy continued as normal. No additional information provided.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.